Manufacturer narrative:
Other, other text: device evaluation: the device was returned for evaluation. The returned device was given delivery accuracy testing: this showed the device met with delivery specifications. The reported issue could not be verified during testing. The pump also passed functional testing. The device was found to function as specified during investigation.

Event description:
It was reported that the device was given delivery accuracy testing and the result was 15.55% under nominal. No patient involvement reported.